Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported controller¿s screen was blank. Patient stated her controller was not turning on, the screen was black, and it started 2 to 3 days ago. During the call, patient stated her stim stopped 3 0r 4 days ago. There was no troubleshooting done prior the call. Patient had left it to charge entirely and it was not becoming charged, she had left it plugged in and it was not taking a charge. It was reviewed removed and reinserted lithium ion battery pack, confirmed power supply was on and flashing green. The issue wasn¿t resolved, patient encountered either no device found and moved closer to device #16 or the unlock screen. A replacement controller battery would be sent to patient. It was noted patient had battery plugged in for a day and it was still at 20%, the green light was flashing. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. It was stated the patient was sent a new battery in a dummy controller, and the patient¿s old controller was now missing. Patient asked patient services (pss) if she could use the dummy controller since she had lost her old controller. Pss reviewed that the dummy controller needed to be returned to repair and was not intended for human use. It was noted patient had an issue where she wasn¿t able to charge the controller, patient was sent a new one and was asked to take out the battery from new one and put it in the old controller, sent back the new one. Patient was now missing the old controller. No further complication and no symptoms were reported.